Event description:
A united states distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The pt was conscious and rubbing his feet at the time of the event. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. The pt was taken to the hospital and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the appropriate defibrillation. The pt was taken to the hospital and will continue wearing the lifevest. Device evaluation was accomplished through a review of the pts downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device. Monitor (B)(4): 04/2012 - reuse. Electrode belt (B)(4): 07/01/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 ((B)(6) per patient-month with (B)(6) confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.